Event description:
The surgeon fired once and upon cutting the specimen off, the staples did not fire. Stool spilled into the wound. The surgeon removed the stapler from the field, fired 3 more times and it did work on the third attempt, but it was not used on the patient. A new instrument was used to complete the case. Procedure: bowel resection.